Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing resulting in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was recovering.